Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces, there were no button error alarms noted. The device was received with a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads, a minor scratched display window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not performed. The device was returned for analysis.